Event description:
Additional information was received from a consumer. It was reported that the pump quit working on (B)(6) 2017 and the patient was very ill due to this on (B)(6) 2017. The patient went back and the hcp did a bolus diagnostic and changed the medication in the pump. When they did the bolus, the patient actually felt it and they felt something must have been working because of the patient's response to the bolus. The next day, the patient was sick again and didn't feel like he did after the bolus. On (B)(6) 2017, the patient went to the surgeon for a consultation and on (B)(6) 2017, the pump was replaced. The patient spoke to a device manufacturer representative (rep) before the replacement and wanted to find out if the low pressure weather was the culprit since there were tornadoes going on in the area. It was stated that the doctor felt it was the pump battery because the catheter was clear, however the patient wanted to know what the rep felt. It was noted that the hcp did not request the pump be sent in for analysis and did not do a (B)(6) study on the catheter.

Event description:
Additional information received reported that the patient was still waking up sick in the morning. The patient wanted to know how difficult it was to replace a catheter. The patient planned to follow up with their healthcare provider. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (25 mg/ml at 7 mg/day) via an implanted pump. The indication for pump use was spinal stenosis and non-malignant pain. On 23-jan-2017 it was reported that the patient noticed an abrupt change in therapy (increased pain) one week after the last pump refill which was on (B)(6) 2016. On (B)(6) 2017 a roller study was done and the rollers were turning successfully. The hcp was going to check the catheter and reservoir volume. The hcp was not aware of any volume discrepancies, but had not checked the reservoir today. If the catheter looked good, the hcp was going to try a new drug. On 2017-02-02 additional received reported that the patient and the physician reported signs of drug withdrawal. The patient reported that the symptoms started after the last refill (B)(6) 2017. The pump was emptied and the reservoir volume was accurate per the read out. The pump currently was delivering bupivacaine 7.5 mg/ml at 2.02 mg/day and morphine 25 mg / ml at 6.75 mg/day. The print report also noted that a motor stall occurred (B)(6) 2017 at 11:05 with a motor stall recovery on (B)(6) 2017 at 11:24. There were no reported environmental, external or patient factors that may have led or contributed to the event. Diagnostics/troubleshooting included a catheter CT scan was done and the results were unknown by this reporter. No catheter dye study was done. The pump was explanted. It was unknown if the issue was resolved at the time of the report and the patient status was noted as alive, no injury.

Event description:
Additional information received reported that the cause of the patient¿s pain was not determined. The physician did an x-ray of the catheter and felt the system was intact. The volume in the pump reservoir matched the printout. The cause of the motor stall was unknown. Per the reporter the printout was discussed with the physician.